Event description:
Customer reported due to the extra-long tubing he received with infusion set it caught on something and the tubing was pulled loose from the connector.

Manufacturer narrative:
Unomedical a/s received the complaint through (B)(4), the distributor of the infusion set. The internal reference number for this complaint at asante solution is (B)(4). This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for q3 2013. In (B)(4) 2013 a voluntary product recall for the device was initiated and reported to the FDA under report no (B)(4). Evaluation summary: used device: no unused devices were returned for investigation. Unused devices: no unused devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Dynamic pull test of the tubing-tubing connector was performed on the reference samples, test results were within specifications. (B)(4), complaint handler, (B)(4) 2013.